Manufacturer narrative:
The info for this per was provided by stryker orthopaedics legal affairs department. As per info received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up info may be obtained by the legal affairs as it becomes available. If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "the pt received a trident acetabular hip system." It was further alleged that the pt is experiencing, 'loosening' from the system."